Manufacturer narrative:
Investigation summary bd has been provided with a photo and sample for catalog 301948 lot 1901173 to investigate this record. Visual examination of the sample identified the foreign matter as grease allocated between the barrel and plunger. As a result, bd was able to verify the reported issue. The presence of this grease contamination was due to an incorrect use of it during the assembly machine maintenance process. An incorrect practice during this maintenance allowed the presence of this grease in the machine which finally ended inside the syringe producing the reported nonconformance. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that mold was present when package was opened with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: head nurse of the emergency department of (B)(6) hospital, complaining that the 301948 syringe was mildewed when the package was opened.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mold was present when package was opened with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: head nurse of the emergency department of (B)(6), complaining that the 301948 syringe was mildewed when the package was opened.